Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. Deflation was diagnosed by physical exam. As a result, the patient underwent explantation on (B)(6) 2018. The deflated device was discarded and will not be returning to mentor.

Manufacturer narrative:
On 04/19/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).